Event description:
During the device evaluation, the ultrasonic gastrovideoscope exhibited a deep cut on the transducer pink rubber. There was no patient involvement and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed the degradation/cut on the transducer pink rubber could not be determined; however, the issue was likely the result of component failure do to stress and or wear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.